Event description:
On (B)(4) 2011, the customer reported that this implantable cardioverter defibrillator (ICD) detected less than 200 ohm pacing impedances. In addition, this lead had poor sensing and had high thresholds at a lower rate limit set at 60. The physician opted to decrease the lower rate limit which helped the sensing. No adverse pt effects were reported. The device remains actively implanted for approx 9 years, 1 month. On (B)(4) 2011, the customer reported ultimately, approximately six months later ((B)(6) 2011) this lead was surgically abandoned (capped) due to these issues. No adverse pt effects were reported. The lead was actively implanted for approx 9 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.